Event description:
The customer reported that the device had a red x with a chirp and an error message related to the therapy pca. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.